Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal and an iliac limb to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2023. Approximately two and a half (2.5) years post initial procedure, during a routine follow up, a potential type 3b endoleak or type 1b endoleak from the iliac that is aneurysmal were identified causing aneurysm sac expansion by means of endotension. The patient is doing fine and is currently being monitored while an intervention is being discussed.